Event description:
Pt's daughter indicated pump was playing message "service due" during power up cycle. Replacement pump is being sent to pt. Pt's back up pump working. No further info known or provided. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver